Event description:
It was reported that the pt is no longer able to hear with her device. She had hit her head on a chair leg. There was no swelling or visible indications across the implant site, but on examination the plastic housing of the coil was cracked. The pt reported that she was not able to hear anything immediately after the incident. Exchanging the external parts did not change the situation. Testing carried out on (B)(6) 2010 shows that the device has malfunctioned. A device assessment carried out on (B)(6) 2010 shows again that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.